Event description:
Material# 305106 batch# 3024945 #3271790 it was reported by customer that defect with these returned needles was needle clogged. Rcc received a complaint via email. Email(s) attached. Material - 305106 lots - 3024945-qty 4 and 3271790-qty 2 with the awareness date of 6/21 and then please just confirm that the defect with these returned needles was needle clogged.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Additional batch reported: batch: 3024945, batch creation date: 2023-01-24 , batch expiration date: 2028-02-29.

Event description:
Additional information received. Multiple incident of when injecting the needle would pop off potentially harming the patients, treatment area: face. Loss of product. Material# 305106, batch# 3024945 #3271790. It was reported by customer that defect with these returned needles was needle clogged. Verbatim: rcc received a complaint via email. Material - 305106. Lots - 3024945-qty 4 and 3271790-qty 2. With the awareness date of 6/21 and then please just confirm that the defect with these returned needles was needle clogged.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the needles were clogged. To aid in the investigation, six samples were received for evaluation by our quality team. Four samples were in opened packaging blisters from lot 3024945 and two samples were from lot 3271790, one in an opened packaging blister and one in a sealed packaging blister. A visual inspection was performed. The opened packaging blisters were opened by pushing the needle hub through the packaging blister top web instead of pulling the top web apart from the bottom web. No other defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. The four samples in opened packaging blisters did not expel the solution; these needles are clogged. The sample that came in the sealed packaging blister expelled the solution with a normal flow. It could be possible, when pushing the needle hub through the top web, particles were created that clogged the needle. A device history record review was completed for provided material number 305106, lots 3024945 and 3271790. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.